Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203: pulse test fault, and a service code 102: charge profile fault. The cause for the pulse test failure and service codes was isolated to contamination on the pins of j1002aa and j1003aa on the defib board. The root cause for the contamination was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.